Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim. Mycophenolate (cell cent) IV tubing malfunctioned and would not infuse. Pharmacist checked the tubing; all clamps were undone, everything looked as expected, but medication would not run through the tubing. A new dose with new tubing was prepared and sent to the unit without further issue. Unfortunately, the lot number for the tubing involved in this event is not available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: event date. Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.